Manufacturer narrative:
The reported event of stretched was confirmed. A visual inspection revealed the outer helix was not within required specification which is consistent with procedure related damage. Electrical tests were performed, and the device exhibited normal electrical characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the helix of the ventricular device became stretched during the implant procedure. The device was removed to resolve the event and the patient was in stable condition.